Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure alarm, motor position encoder error alarm and unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents due to motor error alarms. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motion sensor test failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a recurring motor error and motion sensor test failure alarms. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields. Customer reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.